Manufacturer narrative:
The device is non-repairable and will therefore not be returned to the customer.

Event description:
It was reported by the patient that she used a pain pump 2 after a shoulder surgery on (B)(6) 2008. When the pain pump was removed she experienced a burning sensation in her shoulder where the pump was inserted. Since then she has had continued pain and her shoulder pops and clicks. Patient stated she is not currently seeking medical attention. She was getting injections for the pain but her symptoms were not improving. She had an MRI in 2013 but no conclusions were made.

Event description:
It was reported by the patient that she used a pain pump 2 after a shoulder surgery on (B)(6) 2008.   When the pain pump was removed, she experienced a burning sensation in her shoulder where the pump was inserted.   Since then she has had continued pain and her shoulder pops and clicks.  Patient stated she is not currently seeking medical attention.  She was getting injections for the pain but her symptoms were not improving.   She had an MRI in 2013 but no conclusions were made.

Manufacturer narrative:
The 510(k) cannot be identified without information on the device used. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.